Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error 105, which was not reproduced but confirmed through a review of the event history log. Sys error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed sys error 105 during infusion set up. It was also reported there was no pt injury. No further info was obtained.